Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Angina, fever, and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2014, two xience v stent implants were deployed. There were no reported device or procedure issues. On (B)(6) 2014, the patient presented with a fever and angina. Thrombosis was noted. Treatment was not reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent implant remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other xience v referenced is being filed under a separate medwatch MFR number.